Manufacturer narrative:
A database backup was created and saved on the customers server for additional investigation, but have not been received by spacelabs healthcare at this time. A follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that while monitoring a patient, there was a failure to alarm for st elevation. There was no patient or user harm associated with this event.

Manufacturer narrative:
A database backup including patient data during the time of the event was reviewed. The data analysis showed that the patient had been disconnected from the leads prior to the event and then reapplied. When the leads were reapplied, the ECG signal was re-learned and a new base ECG signal was learned with a higher st elevation. The module is not designed to alarm for high st elevation, rather it alarms for significant changes in the st segment. When significant changes in st segment values were seen, the system alarmed as expected.no faults were found.